Event description:
A falsely elevated ctni result of 1.02 ng/ml was obtained on a dimension analyzer. This result was not consistent with previous pt values. This sample was retested on another dimension analyzer and a result of 0.25 ng/ml was obtained. This result was reported to the physician. Pt was redrawn and sample was tested on both dimension analyzers; results of 0.06 ng/ml and 0.24 ng/ml were obtained. Pt treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsey elevated ctni result. Analysis of instrument data was not indicative of device malfunction. No add'l info provided to identify a potential cause.